Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation sometime in (B)(6) 2018. Reportedly, the ipg will no longer communicate with any external devices and was subsequently deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue.